Event description:
Caller reported aviva system blood glucose results of 70 mg/dl with strip lot 492135 and 110 mg/dl with strip lot 491688 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is lot 492135, medwatch with identifier (B)(6) is lot 491688.